Event description:
A patient had a revision incisional hernia repair following removal of another surgical mesh product that had failed for unk reasons. Two pieces of the new product, surgimend, were implanted on (B)(6) 2008 to repair the incisional site. A CT-1 needle with 0 prolene sutures were used to suture the two pieces together vertically along the midline and sutured together left-to right. The products were also secured to the pt's abdominal wall via an underlay method. Additionally, the doctor also used strips of prolene mesh as a buttress on the anterior fascia to act similar to a pledget for the interrupted sutures. The remaining abdominal wall tissue used to close over the surgimend span was extremely thin. On (B)(6) 2008, the pt presented with an abdominal lump. Additional surgery was required. It was noted that the surgimend had broken away from the interrupted sutures on the left side of the repair near the repair. The surgeon replaced the torn piece with a new piece adding an additional centimeter of product to each side using the same technique as used during the original surgery. At this time, the pt is doing fine.

Manufacturer narrative:
Two product devices were used during the initial surgery. The part number of the device was (B)(4). The product lot numbers were 0706035 and 0802026 with expiration dates of march 2010 and august 2010, respectively. Only one of the two originally implanted devices was explanted. It was not possible to identify, by lot, which of the two was explanted. The mfg records for both product lots were reviewed and everything was in order. It is probable that the suture knots used to secure the products together were tied too tightly resulting in the suture pulling through the prod right at that point.